Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were discussed but not made. No further information is available.

Event description:
New information received on (B)(6) 2018, indicates that the asymptomatic patient presented remotely with another occurrence of post paced t-wave oversensing. Programming changes were suggested but not made.

Event description:
New information received on (B)(6) 2018, indicates that the asymptomatic patient presented remotely with another occurrence of post paced t-wave oversensing. No resolution was reported. New information received on (B)(6) 2018, indicates that the patient presented remotely with another occurrence of post paced t-wave oversensing. No programming changes were made and patient condition was unknown.